Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. It should be noted the gore® excluder® aaa extender endoprosthesis instructions for use (IFU) states ¿the aortic and iliac extender endoprostheses are intended to be used after deployment of the gore excluder® aaa endoprosthesis. These extensions are intended to be used when additional length and/or sealing for aneurysmal exclusion is desired.¿ additionally, per IFU, the gore® excluder® aaa extender endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy, including iliac distal vessel seal zone length of at least 10 mm.

Event description:
On june 16, 2021, the patient underwent endovascular treatment of a left internal iliac artery aneurysm using a gore® excluder® iliac extender endoprosthesis. The diameter of the terminal aorta measured a reported 15mm, and the proximal landing length was approximately 3mm due to aneurysm formation observed at the proximal end of the left common iliac artery. Consequently, when the physician deployed the device in the left common iliac artery, the proximal end of the device reportedly protruded into the terminal aorta, partially and unintentionally covering the right common iliac artery. A bare metal stent was placed in the right common iliac artery to preserve patency of the vessel. The patient tolerated the procedure.